Event description:
It was reported that a therapist brought a ventilator into the scanning room with a patient on the table. The ventilator was MRI compatible but magnetic. It was placed too close to the gauss line on the floor and was pulled to the side of the magnet by the magnetom avanto MRI scanner. The ventilator was not pulled inside the bore but was stuck to the front of the magnet causing no damage to the unit or injury to the patient. A local siemens service engineer was dispatched to the site. When the engineer arrived at the facility, he found that the ventilator had already been removed by hospital personnel and the unit was fully operational. There are no injuries involved in this event to the patient or user.

Manufacturer narrative:
The introduction of ferromagnetic pieces of equipment in the mr examination room was contrary to the operating instructions. The magnetom avanto system manual section a.2 and the magnetom system owner manual section. A.1 provides clear advice and warnings regarding both magnetic field hazards and training of personnel on mr safety. This report was submitted (B)(4) 2013.